Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is compact plus, medwatch with identifier (B)(6) is smartview.

Event description:
Caller reported blood glucose results of two results in the 200s mg/dl on compact system 1, 200's mg/dl on compact system 2, and 120 mg/dl on smartview system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent. Different drums of the same lot were used in each compact system. Customer no longer has smartview strips, they cannot be identified or returned.